Event description:
Underwent uae x2. The first surgery in 2006 caused the vein to pulsate and the surgery had to be terminated. The second attempt in 2007 done by a different interventional radiologist was completed without interoperative complication. However she developed sepsis with 103 degrees temperature which required rehospitalization. Patient experienced significant discharge of pus. Intravenous antibiotics did not result in resolution of the infection. Emergency hysterectomy was performed to treat the sepsis.